Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysteroscopy procedure in the obstetrics and gynecology department, an issue occurred while using the device to collect tissue samples from a lesion. The connecting part of the jaw experienced a failure, causing the pin to detach. As a result, there was a roughly one-hour process to locate the pin within the patient's body, and it was successfully retrieved. It was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient. Since the procedure had to be prolonged by roughly one-hour to locate the pin within the patient's body, this case is deemed reportable as a precautionary action.

Manufacturer narrative:
Result of investigation: during investigation of the returned instrument it could be confirmed that a connecting rivet has come loose in the joint on the distal side. It was determined that this is due to a manufacturing defect. The weld seam on the back part was not deep enough because the hole was not drilled deep enough. The event is filed under internal karl storz complaint ID: (B)(4).